Event description:
The report received from a foreign user indicated that a patient was to be treated in the area of the thorax wall and the supraclavicular region. Treatment to the thorax area was delivered without problem. For the right supra-clavicular region the treatment plan was 30 gy total dose at 6 mev electron mode, 10 x 10 cm field, using a bolus material 0.5cm thick. This area had been previously irradiated in 1994 and 1996. The problem report states that the treatments were not halted at 30 gy total dose, but continued for twelve additional fractions at which point 54 gy total dose had been delivered. The user explanted that originally, a photon mode treatment was planned and had been correctly entered in to the verify and record (v&r) system. That plan was subsequently changed to electron therapy. When the changed treatment data was programmed into the v&r system, the prescribed dose parameters were inadvertently left out. Twelve additional dose fractions were delviered before the user realized the situation. With the previous radiation given in 1994 and 1996, the total dose to this area was 134 gy. The patient developed an exudative radiation reaction followed by an acute radiation ulcer. The patient is being treated with the appropriate ointment. There was no equipment malfunction associated with this event; since the user did not program the dose tracking feature of the v&r system there was no automatic warning given when the prescribed dosage had been administered. When a v&r system user does not enter a dosimetry value for dose site, the user is confronted at each treatment with a dose label of ?????/????, which is a clear indicator that system does not know how much fractional dose has been delivered nor does it know the total prescribed dose for that site. This point is clearly outlined in the system user's manual.